Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic total extraperitoneal hernia procedure, during the inflation of the balloon to maintain dissected space, the balloon did not inflate. They opened a second device to resolve the issue in order to complete the case. There was no patient injury.